Manufacturer narrative:
Other has been selected as the customer has discarded the product. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: there was 12 raytec sponges instead of 10 per pack inside one package of sterile packaging.

Manufacturer narrative:
The device was not received for evaluation however a photograph was provided.  A corrective and preventive action has been initiated to address the reported issue.